Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
It was reported, that an alert was generated, due to atrial arrythmia burden (aab) of at least 24 hours in a 24-hour period. Additionally, an alert for left ventricular (lv) automatic threshold detected as greater, than programmed amplitude or suspended was observed. Loss of lv capture was observed, on the presenting electrograms (egms). The lv lead was reprogrammed at the time of the reported clinical observations. At the patient's next follow up visit, lv capture was confirmed, on the presenting egms. No adverse patient effects were reported.